Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced return of symptoms. It was determined that the lead was broken. The lead was replaced. The patient recovered without sequela.